Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : incomplete deployment no device evaluation could be performed as the device was not returned. The report of partial secondary deployment could not be confirmed with the available information. No root cause for the reported inability to deploy to full diameter could be identified. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. This procedure was an additional treatment to address a distal type I endoleak from a previously implanted device (the event captured in (B)(4). The ctagac was deployed from within the implanted device with its distal end placed just above the celiac artery. After removal of the primary deployment handle, the stent graft was deployed to intermediate diameter. However, after the secondary deployment handle was removed, the distal side of the graft was not deployed to full diameter. After balloon touch-up was performed, the stent graft was fully deployed. The procedure was completed following confirmation of the distal type I endoleak. It was reported that the deployment was performed as usual. No comment received from the physician regarding this event. There was no possibility that the deployment line was broken.